Event description:
It was reported that an alert triggered for high right ventricular lead impedance. The impedance measurement at the time of the report was within normal limits. It was noted that the patient had been having terrible coughing bouts due to pneumonia. It was further reported that the lead was checked a few weeks later and the impedance was again high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.